Manufacturer narrative:
Become aware date is set to match the date the netherlands distributor made us aware of the issue originally.

Event description:
It has been reported that the device is failing self-test.